Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no device was returned. Without a lot number, the device history records review could not be requested.

Event description:
A device report from (B)(6) indicates a pt from (B)(4) was implanted with a hook plate in his shoulder at (B)(6) in approx 2003. The plate remained in situ until 2009. Pt states per the report he has restricted movement and activity. Pt experiences intermittent pain since the index event.